Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the device was not displaying readings. Data was provided for investigation. The allegation was confirmed through data analysis. The probable cause was a temporary communication error between device and transmitter. No additional event or patient information is available.